Event description:
Same case as: 2134265-2013-07515, 2134265-2013-07575. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention, the motor drive unit was used in conjunction with the imaging catheter to visualize the lesion. The motor drive unit was unable to perform automatic pullback. The pullback gear seemed to be deteriorating. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).